Event description:
The surgeon was attempting to insert a implantable collamer lens model micl in the patient's eye and noticed the lens was tearing and decided not to use the lens. There was patient contact but not patient injury.